Event description:
On january 25, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is reverting to setup mode. This complaint is classified according to the documentation of the customer care advocate, as the patient was not available for follow-up questions. The patient does not take diabetes medication or insulin to control her diabetes. The issue with the meter reverting to setup mode began on (B) (6) 2009 at 11pm. It is not known if the patient was able to obtain any blood glucose reading after the onset of the reported issue. In the morning on (B) (6) 2009 at 9 am, the patient reportedly developed symptoms of shaking and promptly took food/drink. It would have been helpful to know the patient's testing frequency, the duration of the symptoms, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's aforementioned symptom such as blood glucose readings, diabetes medication intake, food intake, and physical activities. The reported issue was resolved with training. This complaint is being reported because the patient claimed that he had symptoms suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.